Event description:
It was reported that patient was revised on a left knee due to possible infection.

Manufacturer narrative:
(B)(6). An event regarding infection involving a triathlon cs x3 insert was reported. The event was not confirmed. -device history review: the DHR review was satisfactory. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that patient was revised on a left knee due to possible infection.

Manufacturer narrative:
Additional devices listed in this report: cat # 5510f501, lot # ejh6p, description: triathlon cr fem comp #5 l-cem; cat # 5520b500, lot # ekapl, description: triathlon prim cem fxd bplt #5; cat # 5550-g-319, lot # xkp9, description: triathlon symmetric x3 patella; cat # 7650-2038a, lot # rd9k206e, description: sterile fluted headless 1/8" pin 3.5" long. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital policy.